Manufacturer narrative:
The failure for heat was confirmed by the technician through functional evaluation, disassembly and visual inspection by the technician. Through visual inspection, the technician confirmed the coupler was worn.

Event description:
It was reported that during a surgical procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully with no clinically significant delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that during a surgical procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully with no clinically significant delay, no medical intervention, and no adverse consequences reported.